Event description:
Major pump unit(s) involved: bloop pump. Specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pumpadditional text: inflow cannulaspecific component(s) involved: inflow graft malfunction/malpositionadditional text: lvad cannula obstructing flow at the septum/left sidedother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : repositioning of the inflow grafttype: lvad